Manufacturer narrative:
The insulin pump unable to prime during prime test due to loose drive support disk. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the rewind and displacement test. No motor error alarms occurred during test. Motor passed the motor test. No unexpected failed battery test alarms noted. The insulin pump passed the operating currents. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. MFR report 1 of 3, medwatch report #3004209178-2013-87492, 87493, 87494.

Event description:
The customer called to report being hospitalized due to diabetes ketoacidosis and high blood glucose over 580 mg/dl. The customer stated that she does not feel comfortable and requested a replacement of the insulin pump. The customer stated that the insulin pump alarmed motor error during bolus. Reviewed the alarm history and found several motor error alarms. Troubleshooting was performed. The customer's recent glucose reading was 123 mg/dl. The customer stated that the events leading to her admission was nausea and chest pain. In addition, the device failed the battery test. No further information was provided.